Manufacturer narrative:
An event of valve underexpansion was reported. The device was returned to abbott for investigation and found no evidence of damage or anomalies with the stent. No tears or perforations were observed in the cuff or leaflet tissue. The reported valve under expansion could not be replicated in a testing environment due to the returned conditions of the device (dehydrated valve). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported valve underexpansion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor transcatheter aortic valve (serial: (B)(6) was chosen for implantation utilizing a large flexnav delivery system (lot: 10270601). Pre-dilitation performed with 22mm osypka balloon. During implantation, the valve was under expanding. On imaging the stents were close together and there was a large gap between the device and the left side of the annulus. Two more attempts to deploy were made, but the valve continued under expanding. The valve was removed. Outside of the patient, deployment was tested again and the navitor was observed to still be under expanding. A replacement 29mm navitor (serial: (B)(6) was implanted successfully utilizing a replacement large flexnav delivery system (lot: 10270601). There were no patient consequences or clinically significant delay.